Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 470 mg/dl. A correction bolus was delivered prior to arriving at the ER. In the ER, customer was treated with intravenous fluids. The customer was released on 03/18/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer reverted to manual injections for insulin therapy.